Manufacturer narrative:
Follow-up #1: date of submission 9/10/15. Device evaluation: the device has been returned and evaluated by product analysis on 08/14/2015 with the following findings: unable to adequately investigate "battery life" complaint due to inability to obtain current draw. Evidence of battery alarms, voltage drops, along with post delivery motor power supply faults alarms observed in black box on (B)(4) 2015. Evidence of moisture behind display lens. Due to internal moisture contamination pump powers with returned battery cap to a blank display. Within three minutes pump alarms with an audible tone and vibration alarm per normal operation. Battery cap is able to fully tighten. Battery compartment cracks observed in thread area and below grip pad. Pump case cracked in corner of display area.. Unable to complete checklist all steps due to blank display /internal moisture damage. Leak test shows leak at crack in pump case. Removed pump case. Evidence of moisture contamination throughout inside of pump.

Event description:
On (B)(6) 2015, the reporter contacted animas, alleging a power (battery life) issue. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.